Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient's neurostimulator (ins) was removed in 2013 because it was not working to help the patient with his symptoms. Patient reported the trial worked perfectly but almost immediately after implant they realized the ins was not working. No further complications were reported/anticipated.